Event description:
The customer reported that the pt during a tonsillectomy and adenoidectomy, experienced a full thickness burn on the lips. The surgeon alleges this resulted from a faulty juxtaposition of the shaft and the insulation. The reporter stated that she thought there may have been user error involved. The pt was originally treated with silvadene and the pt is currently seeing a plastic surgeon and it is uncertain if a skin graft is going to be required or not.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a f/u report will be submitted.